Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device snare was not completely opened during snare cauterization. The snare tip was reported as slightly slanted and did not work as intended. This issue occurred during a therapeutic endoscopic mucosal resection procedure. The procedure was completed with a back up device. There were no reports of patient harm.